Event description:
It was reported that the patient was concerned about interaction between the implantable pulse generator (ipg) and a neuro stimulator. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 97740 neuro programmer, implanted: unknown; 97754 neuro recharger, implanted: unknown; 977a260 pain stim lead, implanted: (B)(6) 2014; 977a260 pain stim lead, implanted: (B)(6) 2014; 97714 pain stim ipg, implanted: (B)(6) 2014. (B)(4).